Event description:
The user facility (a veterinary clinic) reported that the IV catheter tubing was noted to be detached from the luer hub following a procedure. The catheter had been inserted into a dog without difficulty prior to surgery, and then, left in place for approx 3-hours without any difficulty. Upon removal of the bandage, the luer hub found, but the catheter tubing was observed to be detached and missing. Although requested, additional event specific info was not available from the veterinary clinic.

Manufacturer narrative:
(B) (4)- report was not associated with a human pt. Results: results codes are based on evaluation of user facility info and examination of the returned sample; based on evaluation of reserve samples. Conclusions: conclusion codes are based upon evaluation of the returned sample and user facility info; based on evaluation of reserve samples and review of quality records. The hub portion of the involved device was returned and evaluated. Visual examination confirmed that the catheter tubing had detached from the hub assembly. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Inspection and testing of these samples confirmed that there were no defects or anomalies and product performance specifications for catheter tubing retention force were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the fact that the catheter had been used for several hours without any difficulty minimizes the potential that the incident was related to a pre-existing device defect. All available info has been placed on file in quality assurance for appropriate tracking, trending, follow up.